Manufacturer narrative:
Evaluation summary: the distal tip of the device was flared. There was a kink evident on the hypotube 5mm proximal to the guide wire entry port. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th distal stent segments were slightly pinched. The 20th distal stent segment of the device was deformed with raised struts.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a very calcified, not very tortuous lad, with cto. The lesion had been pre-dilated multiple times prior to attempted stent placement. Both the physician and the nurse inspected the device prior to use and no issues were noted. During the procedure resistance was encountered advancing the device and excessive force was applied. The physician wanted to pull out the stent and pre-dilate again after the physician felt resistance proximal to the lesion. It was noted that the mid segment of the stent flared after it was pulled from the guiding catheter. No patient injury reported. The procedure was completed with the same size and length drug eluting stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.